Event description:
The reporter stated, that the surgeon was inserting a plate collamer lens model cc4204bf and the lens hung onto the plunger and the lens tore. The surgeon removed the lens without enlarging the incision and put in another same type lens. No patient injury.

Manufacturer narrative:
The lens was not received in the lens box. It should be noted that the injector, foam tip plunger & cartridge were not received for evaluation. Conclusion: an investigation was opened to evaluate a complaint trend associated with lens tears that was originally identified in 2005. The product was not returned for evaluation; therefore, the complaint cannot be confirmed. Possible root causes for lens tears include both delivery system issues and possible handling errors by the customer. To address delivery system issues, all stages in the manufacturing of the injectors and cartridges were reviewed and revised as opportunities for improvement were revealed. To address handling errors, all injector/cartridge directions for use (dfu) have been modified to add further clarifications to instruct the users in the proper delivery techniques that are effective, and minimize the potential for damaging the lens. .